Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer found that the rear drawer controller for main full-height drawer in hardware test application mode was found faulty. Verified council board voltage with multimeter within tolerance. Fse replaced drawer controller board and rebooted and drawer became responsive. Performed final test successfully. Additionally, fse replaced backup battery, cleaned e drawer, installed rear bumper kit and network plugs. Checked all cabling and all in good condition. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the whole drawer was failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.